Manufacturer narrative:
Per the user facility's biomedical engineer, the control knob was stuck at 2000 revolutions per minute (rpm) and they were not able to adjust it.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the knob on the centrifugal controller was not working. As mitigation, the team used the slider on the central control monitor (ccm) to control the speed of the pump. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the team had an incident with the heart lung machine (hlm) during a cpb procedure on (B)(6) 2021. Shortly after commencing cpb, the team had the control knob on the local centrifugal control module stop working. The team had to use the slider on the ccm and was able to control the speed of the pump for the patient. The centrifugal pump control unit was exchanged after the procedure. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to this issue.

Manufacturer narrative:
Updated blocks: d9, h3 & h6 the field service representative (fsr) could not verify the reported issue. The fsr replaced the centrifugal controller unit (ccu) display assembly. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) observed the control knob to function as intended. The control knob and all the features of the small display were working as they should. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.